Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving morphine and baclofen via an implanted pump. The indication for pump use was intractable spasticity. The hcp was calling for the pump off passcode to permanently shut off the pump. Per the hcp, the pump was going to be explanted because the patient had an infection. The hcp thought the pump might have been replaced recently because the patient had a recent incision but didn¿t know for sure. The reporter was not sure when the infection started, but the patient had come to their facility this weekend with the infection. The code was provided to permanently stop the pump and the pump was updated to off state.